Event description:
It was reported that due to kinked cadd cleo infusion set cannula, patient had a glucose of 400mg/dl and moderate ketones. Patient was able to change the site and bolus for correction to resolve the high glucose. There was no patient harm.

Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.